Event description:
Resident sustained a skin tear requiring suturing after getting her right leg tangled in the siderail. Upon investigation staff discovered a sharp edge on the bed rail. All other siderails in building checked and many found to have a sharp edge at the railing hinge. Bedrails were taped with foam tape while waiting MFR's investigation and reply. On 2/1/96, another resident sustained a laceration above the right temple, possibly on a siderail sharp edge. MFR notified again and informed of this. They will send representative to the facility.